Event description:
The patient was revised because of infection. Poly wear of the insert and patella noted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported infection or polyethylene wear; however, infection after 10-years implantation is unlikely to be product related. In addition, some polyethylene wear after 10-years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.